Manufacturer narrative:
The device has not been returned to olympus for eval. A supplemental report will be provided, if any new info is available.

Event description:
Olympus was informed that after a colpotomy procedure, as the scrub nurse was cleaning the tip of the instrument, the probe tip broke off. No pt injury was reported.